Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose level. The customer¿s blood glucose level was 37 mg/dl. At the time of incidence. Customer was treated with food for low blood glucose level. Customer¿s current blood glucose level was 126 mg/dl. Customer stated auto mode was active at the time of incidence. The device will not be returned for analysis.